Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code message of auto-zeroing of machine and proximal pressure transducers in post failed. Patient involvement is unknown at this time and additional information is being requested.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08jun2018. Philip's field service engineer (fse) was dispatched to the site and evaluated the unit. The fse replaced the data acquisition(da) printed circuit board assembly (pcba) to motor controller (mc) pcba cable and installed the mc pcba retention bracket to address the issue. Subsequently, the unit passed performance verification testing.